Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.00x26mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilatation with a balloon, a 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, upon crossing the lesion, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient compilations were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.00x26mm target lesion was located in the moderately tortuous and "mildly" calcified left anterior descending artery. Following pre-dilatation with a balloon, a 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, upon crossing the lesion, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient compilations were reported and the patient's status was stable. Promus element plus,mr,ous 3.50x28mm stent delivery system a visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 04:31 pm CT. The report number is being corrected from: 2134265-2018-64215 to: 2134265-2018-63187.